Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the atrial leadless pacemaker (lp) exhibited a conductive telemetry issue and a marker anomaly. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported marker anomaly was confirmed from the freeze capture. The intermittent loss of as and/or vp markers were likely caused by frame collisions when the two lps transmitted the telemetry signals. The ra and rv lps appeared to operated normally in the programmed parameters.